Manufacturer narrative:
The reported event of keypad delaminating file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that the device noted to have signs of delamination in the upper left corner of the key pad of the pcu. There was no report of patient involvement .it was reported that the facility's cleaning practices were in line with bd recommendations.